Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the lead was broken or electrically non-functional. The cause of the device not working was suggested to be a broken lead. The hcp said that they were waiting for a worker¿s comp case to discuss scheduling surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s pain pattern has changed. The patient was having new pain in their right leg and buttocks. Additional information was received from a patient on (B)(6) 2017 indicating that they were working with a manufacture representative (rep) a little over 2 years ago when they were in severe pain. It was unclear if this was the same pain the patient was currently experiencing or different pain. The patient was calling because they have not yet received a communication from the field. The patient¿s healthcare professional (hcp) refuses to contact a rep for the patient and it has been almost a week. The patient reported the same pain symptoms as previously reported noting that they want to cut down the patient¿s pain medication for this pain. Patient services informed the patient that a rep responded and stated that they would call the patient on the same day. Patient services sent another email to the rep to have them reach out to the patient. The patient has pain on their right side/leg. Their pain had since been controlled but resumed in february. Their knee pain was so bad that they had knee surgery but the pain continued. The have had mris in the past, noting that they were for the patient¿s back and unrelated to the device. They also maybe had a CT scan or some type of x-ray that was for their severe pain. When the patient was implanted they put more wires that could cover more of their pain. It was unclear when the patient¿s issues began but they were redirected to follow up with their hcp. The rep responded on (B)(6) 2017 indicating that they left the patient a voicemail at 11:22 on the day of the report. Additional information was received from the manufacturer representative. It was reported that the rep met with the patient and recommended an x-ray of their leads. It was reported that the patient was given a prescription for their pain. Additional information was received from the patient. It was reported that the patient had an x-ray of the thoracic region and an unsuccessful MRI. The pain was not yet resolved. The patient said they will need surgery to replace/fix what is not working. The patient was waiting for the insurance ok. No further complications were reported.

Manufacturer narrative:
B5: previous regulatory reports submitted under 3004209178-2020-03473. H6: continuation of d11: product ID 977a260, serial# (B)(6), implanted:(B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Device codes: c62973, device codes: c63093, device codes: c63068, device codes: c63124, device codes: c63184, device codes: c53269, patient codes: c3303, patient codes: c50526, patient codes: c50541, patient codes: c50789, fdccodes: 67, fdmcodes: 4114, fdrcodes: 3221. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had a change in their pain pattern because they were having new pain in their right leg and buttocks. It was explained that the patient's pain had been controlled but in (B)(6) 2017 their pain resumed. The patient mentioned they had worked with a rep a couple years prior when they were in severe pain. It was unclear if this new pain was the same pain they reported having those couple years prior. The patient reported their knee pain was so bad that they had knee surgery, but the pain continued. They also had mris of their back due to unrelated issues, and may have had a CT scan or some type of x-ray that was for their severe pain. It was noted that in the past they were implanted with additional wires that could cover more of their pain. It was unclear when the patient's issues began. The patient also mentioned their physician was cutting down on their pain medication. They were redirected to see their doctor. The rep had met with the patient on (B)(6) 2017 and had checked impedances. They found that contacts 0-7 were all high (>10,000 ohms). The rep recommended the patient have an x-ray of their lead. On december 11, 2017, additional information was received. It was reported that the patient did receive a prescription for their pain. The patient later reported (in (B)(6) 2020), that they had been getting "too much charge or not enough" and "sometimes the intensity would shoot up suddenly" and was "shocking" them and "nothing was working". They were also not feeling any stimulation. The patient had met with the reps many times to address this event, and when they would meet they were able to get it to work, but after those appointments it would start "acting up again". They reported they did have an x-ray of their thoracic region and an MRI that was unsuccessful; their pain was not yet resolved. They reported they would need surgery to replace or fix whatever was not working, but they were waiting for their workman's compensation insurance to approve the surgery. On (B)(6) 2018, the physician reported that either the lead was broken or electrically non-functional, which was believed to be the cause of the device not working. They re-iterated that surgical intervention would be scheduled once they got approval from the workman's comp case. The patient had their system replaced on (B)(6) 2018 because it was suspected that the lead broke, but when the lead was removed, the physician could not identify any breaks in the lead. The rep reported that the impedances had resolved after the replacement surgery. Follow up was sent to the explanting physician requesting the status of devices explanted on (B)(6) 2018 and to return them for analysis if they are still available. No further information could be obtained. No further complications were reported or anticipated.